Event description:
Customer called lfs in 2002 alleging that one touch profile meter had a test strip holder/port issue. Customer was feeling symptoms of high blood glucose, "restlessness, lethargy, fuzzy vision". Customer visited physician and was given "medication for diabetes for treatment". A reading of 190 mg/dl is documented. Unknown if test was done on customer's meter or the doctor's. Customer's medication was changed. "Humalog 75/25, humulin n at night, and is now taking lantus 22 units at night".